Event description:
It was reported that increased pacing lead impedance and capture threshold was noted. An additional pace/sense lead was implanted with good electrical parameters. The patient is fine after the event.

Manufacturer narrative:
(B)(4).